Event description:
A malfunction was reported regarding the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use their current pump for insulin therapy until replacement pump arrives.